Event description:
It was reported that this brady lead was not implanted successfully due to product performance issue. A new brady lead with a different model was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was not implanted successfully due to product performance issue. A new brady lead with a different model was implanted successfully. No adverse patient effects were reported. Additional information indicates that this brady lead was not implanted successfully due to placement difficulty. No adverse patient effects were reported.